Manufacturer narrative:
Reliability analysis inspected 1 opened and used enlite sensor. Bicarbonate buffer test was performed and the sensor passed per specifications with accurate readings.

Event description:
Customer reported via phone call sugar glucose vs blood glucose issues. Customer's current blood glucose reading was 125 mg/dl. Customer's sugar glucose value is 60 mg/dl. Customer advised they calibrate, but still get suspended. Customer advised their blood glucose is not low, however, the insulin pump shows that they are low. Troubleshooting for sugar glucose vs blood glucose was performed. Customer advised at this point the sensor was inserted into the body 3 days ago. Customer advised they have removed the sensor prior to troubleshooting. Customer was advised to call back when the issue o occurs to properly troubleshoot. Customer was advised that a replacement sensor would be sent out and agreed to return the product for further analysis.